Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "hole in valve" and "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of valve, white particles inner the shell, and wear abrasion. Leak test and microscopic analysis were performed which identified delamination >75% total separation. Based on the device analysis the final assessment was total delamination of the valve assessed as cohesive failure. Additional, changed, and/or corrected data: b.5., d.6b., d.9., g.2., h.3., h.6.